Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent an urgent pump exchange due to thrombi from the first pump on (B)(6) 2020. A log file analysis was performed and found a log file time step range from 21:20 to 03:17. The file was filled with clock not set, emergency backup battery not installed, low flow & low speed advisories. The patient reportedly had low flow alarms on the new pump until expiration. The patient was reported to have had ventricular fibrilation/ventricular tachycardia. Thrombus from the first pump contributed to the patient's death. The patient's death is reported under MFR 2916596-2020-01610.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined through this evaluation. The low flow alarms were confirmed through the patient¿s submitted log files; however, a direct cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained approximately 3 hours of data with the clock set to the default date of (B)(6) 2000. The fixed speed was adjusted between 4200 rpm and 4900 rpm throughout the log file and the low speed limit was set to 5000 rpm. The log file recorded a continuous low speed advisory due to the fixed speed being set lower than the low speed limit. The log file recorded an almost continuous low flow alarm throughout the log file when the flow remained under the low flow threshold of 2.5 lpm for 10 seconds or longer. The flow operated between 1.1 lpm to 2.8 lpm throughout the log file. The controller periodic log file contained three lines of data with the clock set to the default date of (B)(6) 2000. The log file also captured the same alarms as the controller event log file. These controller log files appeared to capture the pump operating as intended. The lvad event log file contained data with the clock set to the default date of (B)(6) 2010. The log file captured data prior to patient support as well as approximately 3 hours of data that appeared to be associated with patient support. The flow ranged from 0.2 lpm and 2.1 lpm. The lvad periodic log file contained 2 lines of data with the clock set to the default date of (B)(6) 2010. The log file captured the flow at 1.5 lpm and 0.0 lpm. The lvad log files appeared to capture the pump operating as intended. (B)(4) was not returned for evaluation. Cardiac arrhythmia is listed as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.